Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens. In addition, our technician confirmed that the segment broken, the lcb (light carrying bundle) broken, the remote control buttons cut, the lcb distal cover glass dirty, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, and the insertion flexible tube bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).